Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) MFR the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the power button of the s5 roller pump would not stay in the on position during a procedure. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the power button of the s5 roller pump would not stay in the on position during a procedure. The service representative replaced the power button and subsequent testing found the system to be in proper working order. The power button was forwarded to sorin group deutschland for analysis. During hardware analysis a slight deformation of the housing was found. The cause of the deformation could not be determined. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that the power button of the s5 roller pump would not stay in the on position during a procedure. There was no report of pt injury.